Event description:
It was reported, that an unknown zweymuller femoral stem (exact catalogue number unk) was implanted on an unk date on the right side. The patient fell and the fall caused a periprosthetic fracture. The stem was loose and needed to be revised. The patient underwent a revision surgery on (B)(6) 2009.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4) .